Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: type of follow up- additional information. H6: medical device problem code - additional. H6: investigation findings ¿ additional.

Event description:
Subsequent to the initial supplemental, additional information is being added. It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.